Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had a failed battery test, insulin pump rejecting the new batteries also unexplained no delivery alarms. The customer¿s blood glucose was unknown. Customer reported that the buttons were harder to press. The insulin pump will not be returned for analysis.